Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an onyx had poor visualization because the onyx did not mix properly. The patient was being treated for a arteriovenous malformation (avm) grade 3 that was not in a n eloquent region. Vessel tortuosity was moderate. Angiographic result post procedure was good. The devices were prepared according to the instructions for use (IFU).  Onyx 18 had been shaking at 8:30am at speed of 8 for 30 minutes was then brought down to speed of 5 and drawn up to inject at 10:45am. Physician injected onyx into microcatheter to treat avm and said onyx was not visible under fluoro because it was not shaken properly. The onyx was shaken for  2 hours. It did not sit for more than 5 minutes prior to injection. The physician did not heat, shake, and re-heat the onyx vials prior to aspiration. The physician injected the onyx immediately after mixing. Physician used onyx 34 prior with no problems. Case with completed. No patient symptoms were reported.  Ancillary devices: headway duo 156 microcatheter, synchro 10 guidewire.